Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Unable to performed functional test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was not working properly. Fluid was visible under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.